Event description:
User reported that the heater-cooler de-primed during the case and noticed leakage. There was no harm to the patient; however, device replacement was required during the procedure.

Manufacturer narrative:
Device has been returned but is pending investigation.